Event description:
Physician implanted the lagb system in a pt in 2002. The physician thought the position of the lap-band looked "odd" when the upper gi x-ray was done the first day after surgery. Despite several negative gastric leak tests the physician performed a gastroscopy and discovered the band was perforating through to the interior of the stomach. The device was explanted and two gastric injuries were identified and repaired. The pt had no adverse signs or symptoms except for an elevated pulse that was recorded prior to removal of the device. The pt recovered from the removal procedure with no complications and is reportedly healing appropriately. F/u findings: the pt was sent home from the hospital after 5 days with no sequelae from the surgical complication. The physician stated that the pt could have gone home sooner but they wanted to be certain that there were no ill effects from the "re-surgery".